Event description:
Information was received that the patient had their vns removed. The explant product has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Per hospital policy, the explanted generator was discarded.

Event description:
Patient had high impedance observed during interrogation. Xray images were received. Based on the images provided, the cause of the high impedance can not be determined. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgery has occurred to date. No additional relevant information has been received.